Manufacturer narrative:
The device was not returned, and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of the peritonitis was unknown. It was reported the patient was hospitalized for another indication and while hospitalized the patient developed peritonitis (ten days after hospitalization). On an unreported date, the patient was treated with injection of vancomycin (1 gm. Every three days, ongoing, route not reported) and injection of meropenem (1 gm. Daily, ongoing, route not reported) for the peritonitis. The patient was recovering from the peritonitis event. Extraneal therapy was ongoing until the same day as hospital admission (another indication). On an unreported date after hospital admission, pd therapy was ongoing with a non- baxter solution. No additional information is available.